Event description:
It was reported that the customer had high blood glucose levels of 400 mg/dl. The father of the customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The father of the customer reported that the insulin pump had a sensor glucose reading of about 120 mg/dl to 140 mg/dl where the actual blood glucose level was 400 mg/dl. Troubleshooting was not done. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).